Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, 90 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of cervical cancer, post-traumatic stress disorder, low back pain, adenomyosis, pelvic pain, rectal bleeding, fatigue, dysuria, parity 2, anxiety depression, gravida ii, heavy menstrual bleeding, pelvic pain and abnormal uterine bleeding. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, 98 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: insertion date as per argus (B)(6) 2017, as per mr (B)(6) 2017, discrepancy noted: removal date, as per argus (B)(6) 2017, as per mr: (B)(6) 2017, left visible coils: 2, right visible coils: 5. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2017: final diagnosis: uterus and bilateral fallopian tubes, hysterectomy and salpingectomy: -uterine cervix demonstrates a few foci of mild chronic inflammation -endometrium demonstrates benign endometrial polyp -myometrium demonstrates adenomyosis and a small submucosal leiomyoma -right and left fallopian tubes without pathologic change. [Ultrasound pelvis] on (B)(6) 2017: the ultrasound images reviewed there are no uterine and/or adnexal masses. There is no free fluid in the cul-de-sac. Essure coils are visualized in both uterine horns on transverse uterine scan. Due to technical reasons, 3d ultrasound/coronal plane were not performed, in transverse uterine scan on transvaginal ultrasound, an asymmetry between the right and left essure coil is noted. During transabdominal us patient reported increased sensitivity/ pain in the left adnexal region. In order to precisely determine coils' position and relationship with the fallopian tubes, additional imaging (pelvic radiography and/or hsg) is recommended. Follow up:because of patient symptoms (pain over the left uterine horn and left adnexal region) and asymmetry of the coils' position, additional imaging (pelvic radiography and/or hsg) is recommended. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: mr received : reporters information patient medical history and surgical pathology reports were added. Product insertion date removal date and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, 90 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.